Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system was froze prior to suction in the patient's left eye before cataract surgery.

Manufacturer narrative:
Upon further review of the reported information, this report of the system froze prior to suction in the patient's left eye before surgery does not meet criteria for reporting as a reportable malfunction as the patient interface left sensor does not function, in addition, there was a malfunction that occurred intermittently and does not go to the green or normal state it remained in an orange state in the patient unknown eye during surgery and there was no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).